Event description:
Repair of a aaa was performed on a pt with extremely tortuous iliac arteries of a diameter estimated to be in excess of 20 millimeters. The abdominal aneurysm extended into the iliac bifurcation. Main body graft was advanced via the pt's left side. The zenith modular device was deployed without complication. Viewing of the post deployment angiogram observed a distal type I endoleak on the contralateral leg graft. A main body extension was deployed distal to the leg graft in order to expand the distal segment and seal off the aneurysm. Final angiogram noted a resolve to the endoleak, patent hypogastric and renal arteries.